Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.0mmx12mm quantum maverick balloon catheter was advanced to treat the lesion. However, the shaft was fractured during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. The hypotube is separated 88.7cm from the hub and the balloon is loose. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.